Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pancreatic cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to having pancreatic cancer. There was no medical intervention required by the patient. The reported event of pancreatic cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Pincode in sections d3 and g1 was captured incorrecly in initial report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-03908-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.